Event description:
"Tiny hole visible after PICC was inserted. Did not see leak, when it was being flushed prior to insertion. Wire was not removed before leak notes. PICC was exchanged."

Manufacturer narrative:
Insufficient information was provided for this case. Complainant was unable to provide more data on this incident. The PICC was successfully exchanged under fluoroscopy. "Defective" sample will be sent to the sterilizer on the next available load for decontamination prior to physical evaluation.